Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the battery reached elective replacement indicator (eri) after three years and the device had premature battery depletion. It was also reported that the device had high left ventricular output which was necessitated by patient physiology. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
.

Event description:
It was reported that the battery reached elective replacement indicator (eri) after three years and the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.